Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system while attempting to prime an air bubble out of the tubing. The patient's blood glucose at the time of incident was 119 mg/dl. Troubleshooting was initiated for the prime and rewind issue. The customer confirmed that the pump had not been bumped or dropped prior to the alarm, and that the drive support cap was normal. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump is out of warranty and will not be returned for analysis; however, a replacement device was shipped to the customer.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.